Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely via merlin.net. Review of transmissions revealed that the pacemaker was in backup vvi mode. The patient was brought into clinic and it was noted that the patient experienced dyspnea as result of the backup vvi mode. A device download was performed and the device was restored. No further information regarding patient condition after the event but it was believed that the patient was fine.